Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-02382.

Event description:
It was reported that a patient underwent an episiotomy repair procedure on an unknown date and suture was used. The suture broke during suturing doing the first knot for perineum repair of 3rd degree tear. There was no delay in the procedure ad it was completed successfully. No adverse patient consequences were reported. Additional information was requested.